Event description:
Original analysis determined that the complaint applied to remedial action exemption. During service in 2009, failure of no audio/speaker was confirmed. It was also clarified that the speaker in the unit was not the speaker associated with rae.

Manufacturer narrative:
Service found no audio/speaker failure, verified that speaker was not associated in exemption. Service history record was reviewed and displayed no relevant failure. Unit being sent to manufacture to determine root cause. Follow up will be submitted with the investigation result.